Event description:
The customer reported "had it on pedals and it will not discharge but it worked fine hands-free." They were "able to charge it but unable to discharge" the heartstart mrx. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.